Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number 2916596-2021-03595. Manufacturer report number 2916596-2021-03551. It was reported that the patient experienced driveline fault alarms since 5:15am. A log file analysis captured driveline faults starting from (B)(6) 2021 at 04:47am, which continued for the remainder of the file. The alarm was cleared and did not return. A small slit in the outer silicone on the pump side of the driveline was noted by the healthcare providers. This slit was about an inch from the modular cable connection. A minor bend in the driveline in the same area as the slit was noted where there was a repeated angling to reach the driveline up to the anchor. There was also a small tear on the proximal side of the driveline. This was covered with rescue tape. The patient returned with a recurrence of the alarm and x-rays of the driveline were taken. The modular cable and system controller were exchanged as recommended. There were no alarms noted at the time of patient leaving the clinic. Submitted x-ray quality was poor so analysis could not be done of the photos.

Event description:
It was reported that no further driveline faults were captured after the modular cable and controller exchange. It was noted that the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted pump cable photo confirmed damage to the silicone jacket of the external portion of the pump cable and brown discoloration of the pump cable inline connector bend relief. A specific cause for the superficial pump cable damage and discoloration could not be conclusively determined; however, these findings did not appear to have contributed to the driveline power fault alarms. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. A driveline power fault alarm was activated on (B)(6) 2021 at 4:47:51 and was active for the remainder of the data. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. The submitted pump cable photo showed a small cut in the pump cable near the pump cable inline connector bend relief. The underlying armor layer was visible but did not appear to be damaged. Additionally, brown discoloration of the pump cable inline connector bend relief was noted. The submitted x-rays were reviewed but found to be poor quality images. A driveline wire compromise could not be confirmed through the submitted x-rays. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting cautions the user not to twist, kink, or sharply bend the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jul2015. No further information was provided. The manufacturer is closing the file on this event.